Event description:
It was reported that, this left ventricular (lv) lead exhibited high impedances out of range and noisy signals. It was confirmed that there was no connections impairment. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this left ventricular (lv) lead exhibited high impedances out of range and noisy signals. It was confirmed that there was no connections impairment. This lv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a cardiac resynchronization therapy defibrillator (crt-d) was implanted. However, when the physician connected this left ventricular (lv) lead to the crt-d the lv lead dislodged from the coronary sinus. The physician tried to reposition several times the lv lead with no successful results. An implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.